Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed has resolved the problem by replacing the coolant level sensor. Therefore, service was not required to be performed by zoll.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed "low coolant" message. Another ivtm system was used to continue the patient treatment. No patient consequence was reported.